Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 140mg/dl fasting. Verified the strips expire 3/20/2017. Customer confirms the strips have been properly stored and were first opened 2 weeks ago. Customer performed a back to back blood test and obtained 136mg/dl and 137mg/dl fasting. Reviewed meter memory: 72mg/dl, (B)(6) 2016, 08:31:00 pm, fasting: yes; 157mg/dl, (B)(6) 2016, 08:30:00 pm, fasting: yes; 153mg/dl, (B)(6) 2016 02:00:00 pm, fasting: yes; 100mg/dl, (B)(6) 2016 07:21:00 pm, fasting: yes; 109mg/dl, (B)(6) 2016 07:56:00 pm, fasting: yes. Customer states that the meter is not giving the correct blood result. Customer run a blood test and obtained 152 mg/dl but was feeling symptoms of low blood sugar and did then did another test and the results was 72mg/dl. Customer does not test as often as she could. Customer may have tested once a day. Customer normal expected glucose range is 140mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 140mg/dl fasting. Verified the strips expire 3/20/2017. Customer confirms the strips have been properly stored and were first opened 2 weeks ago. Customer performed a back to back blood test and obtained 136mg/dl and 137mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that the meter is not giving the correct blood result. Customer run a blood test and obtained 152 mg/dl but was feeling symptoms of low blood sugar and did then did another test and the results was 72mg/dl. Customer does not test as often as she could. Customer may have tested once a day. Customer normal expected glucose range is 140mg/dl.